Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door will not latch close. Evaluation experienced a door not fully latched message corresponding to the reported symptom caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door that would not latch close. It was also reported that there was no patient injury.